Event description:
It was reported that during an endoscopic retrograde cholangiopancreatoscopy (ercp) procedure, advancement difficulties were encountered. The location of the lesion is unknown. The 10mm x 15cm rx stent delivery system (sds) was advanced over an unspecified 260 cm guide wire. The stent introducer was then advanced over the guide wire, however, the guide wire was unable to exit the port on the introducer. The physician made "numerous attempts" to advance the introducer but was unsuccessful. The introducer was removed and the procedure was completed with another of the same device. No patient injuries or complications were reported. The patient's status is reported as "stable".